Event description:
Healthcare professional (hcp) reported home patient died in 2001; however hcp does not have any of the specifics regarding the event surrounding the death. Hcp reported cause of death was pneumonia. Hcp is not attributing this event to the baxter homechoice cycler. No further information was available for this report.